Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a device manufacturer representative (rep) regarding a patient who was receiving 20 mg/ml morphine at 4.4 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient's personal therapy manager (ptm) was displaying an error code 8474 - pump reset. It was noted that the patient experienced increased and severe pain starting "one week ago". The patient went to the emergency room (ER) at 00:30 on (B)(6) 2016, where the patient was given a shot of dilaudid and subsequently sent home. It was unknown if the patient had heard an audible alarm. It was noted the patient was hysterical when the nurse spoke with the patient. It was noted that the patient saw their doctor to get a dose increase, (B)(6) 2016 and the patient received a ptm on wednesday. Upon interrogating the pump, it was confirmed that the pump had failed. It was further noted that the pump had gone into safe mode and switched to minimal rate due to a low battery. Additionally, the pump's elective replacement indicator still showed 24 months. The pump was later changed that day. The patient was "now doing great with her new pump" and the pump would be returned to the manufacturer after completing quarantine in pathology at the hospital. If additional information is received, the event will be updated.